Event description:
Initial report indicated that the patient was in the or for generator replacement due to end of service. During the surgery, the lead was visualized and reported as "all balled up into a big bird's nest". It was reported that no preop diagnostics were available. The patient was reported as being over 300 pounds and the surgeon reported the patient's weight may have contributed to the lead break. It was decided to bring the patient back to surgery another day for their lead replacement. The patient went back to surgery and the vns therapy system was replaced. The patient's explanted lead and generator were returned to MFR and are pending product analysis.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a serious injury or death.